Manufacturer narrative:
Per MDR reporting requirements, this event is not reportable. Due to the seriousness of the injury and the necessity for medical intervention, however, dexcom is reporting this event.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that she experienced two incidents of extreme lows requiring medical intervention. She reported that the incidents occurred while she was asleep. She reported that she did not hear her low alarms/alerts and passed out. Paramedics were called on both occasions and administered glucagon on one of these occasions. Patient reported that her device works well and cgm values are accurate; she just feels that the volume needs to be louder. Patient was fine at the time of her call to dexcom technical support. This is MDR 2 or 2 for the complaint. See MDR #3004753838-2011-00108 for report 1 of 2.